Manufacturer narrative:
Device was received with critical pump error (open book image) and pump error 35 noted in device history. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards, assemblies, or the motor. Did not note any misaligned or pulled out force sensor cable from its socket. The problem is isolated to the electronics since the force sensor offset measured within specific range during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.